Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on11/26/2015 about at 2am with a high blood glucose level of 530 mg/dl. The customer felt symptoms of nausea, vomiting, and shortness of breath. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned that they found a black circle on the screen of their insulin pump and the device was not working properly. The customer stated that they will call back at a later time to address the issue.